Event description:
It was reported to philips medical systems that the anesthesia machine, which provided oxygen to the pt during a laparoscopic cholecystectomy procedure, was shut off in order to take a cholangiogram. It is alleged that the alarm system on the pt monitor was programmed in the "alarms suspended" mode, which turned off all audible monitor alarms during the procedure.